Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: deflation: observed, an opening crease smooth on posterior assessed as fold flaw opening. Additional observations: ¿ crease fold observed on the device. ¿ wear abrasion observed on the device. ¿ yellow particles inner the device.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.